Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was noted to be unsharp. An alternate knife was obtained to replace the unsatisfactory knife. Procedure details, patient involvement or patient impact information is unknown. Additional information has been requested. Additional information received clarified that the knife was unsharp while making the main incision during cataract surgery. The procedure was completed by using an alternate knife with no impact to the patient. No further information is available.

Manufacturer narrative:
Additional information is provided in device available for evaluation, device evaluated by MFR, additional narrative. One opened knife sample was received in a tip protector tray inside of a pouch for the report of being unsharp. The returned sample was visually inspected and was found to be nonconforming with a damaged tip. Penetration testing could not be performed due to the damaged condition of the sample. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).